Event description:
Reportedly, the 10cc syringe was cracked and it was filled with blood. The syringe leaked and resulted in an exposure incident. At this time, the co does not know the extent of the blood exposure.